Manufacturer narrative:
(B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon investigation of the sample received. The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No defects or anomalies were observed. Functional inspection identified a hole in the tracheal (white) balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. Additionally, the IFU for this product states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "(B)(6) 2024, the tube balloon was found to be damaged. No more than 15 minutes after placement in patient, leakage of air was found. The device was replaced. There was no harm to the patient." Associated complaints 3003898360-2024-01164.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: " (B)(6) 2024, the tube balloon was found to be damaged. No more than 15 minutes after placement in patient, leakage of air was found. The device was replaced. There was no harm to the patient."